Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported arterial module standard reference sensor failure. The device was changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.